Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. The patient reported that their ins is not working right. The patient stated they are not getting enough stimulation, when they turn the stimulation on they feel like it is off, and when they turn it off they feel like it is on. When they turn their stimulation on, stating that every muscle tenses up and they can hardly speak. When they turn stimulation off their symptoms dissipate. The patient was redirected to discuss their symptoms and settings with their healthcare provider. The patient stated these symptoms have been happening for about a week, and reported they are sudden. They have an appointment with their healthcare provider the following friday. The patient also reported that they feel like their programmer is not working right because it doesn¿t go to any other screen than the one that says that stimulation is off and okay. They also stated that they no longer see the settings on the bottom like they used to 3-4 years prior. The patient stated it is ¿a piece of crap.¿ they also stated that they thought they had no control over number one, but was given control over number two, which technical services believed to mean groups a and b. Technical services reviewed with the patient that they are in a simple setting where they only have control over on/off and seeing if the battery is okay. No complications or further complications were reported.

Manufacturer narrative:
Medical devices: product ID 37642, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from the patient. It was reported the cause of the stimulation feeling and the symptoms not reflecting the ins stimulation output status was because the stimulator was off. The patient stated the doctor turned the device back on. The patient weight was provided. No further complications were reported as a result of this event.